Event description:
The affiliate reported a customer touched "something wet" when removing the pouches from the chamber. The customer experienced "burning sensation" on their fingers after the wet substance dried. It was reported that it was not possible to remove the substance by flushing copious amounts of water. The customer had to scrape the skin. The burning sensation still remained shout one day. The vaporizer plate was missing from the machine. It was found and that the field engineer had forgotten to put the vaporizer plate back after service.

Manufacturer narrative:
.